Event description:
It was reported my the manufacturer service technician that the irrigation pump was not working. A lack of irrigation in the device is known to cause overheating. There were no patient involvement, adverse consequences or medical intervention.